Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an incomplete bolus alert occurred. Reportedly, customer did not acknowledge intentionally or unintentionally accessing the bolus screen even after tandem technical support explained the alert. Blood glucose level was 188 mg/dl.